Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the device had blade whip and the device popped out of the incision during cut testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The system 6 sagittal saw was sent for service and during failure analysis, it was noted that the device had blade whip and the device popped out of the incision during cut testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The complaint was confirmed. The handpiece had blade whip and reduced performance due to a broken crest to crest spring. Based on a review of complaint trending, damaged components in the head assembly may result in decreased cutting efficiency.